Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) lost consciousness at the airport and was taken to the emergency room. The patient was found to be in a ventricular escape rhythm less than the lower rate limit of the ICD. The ICD was not pacing. Once the ICD was interrogated, pacing resumed. This ICD was identified as being part of a trend that gerated a safety alert on december 4, 1998. The physician was notified of the safety alert on december 8, 1998, and software correcting this issue was released on january 14, 1999. The patient had not received a follow-up examination since implant, so his ICD had not been updated with the new software at the time of the incident. The patient expressed dissatisfaction that the patients involved in the safety alert were not notified directly.